Event description:
Device issue: none. Adverse event: respiratory distress, mental status change, sepsis, death. Onset of adverse event: after the procedure. It was reported via a trial, that on (B) (6) 2009, the patient underwent stenting in the predilated left distal circumflex artery with one xience v stent. On (B) (6) 2010, the patient was admitted to the hospital for mental status change and respiratory distress made that was secondary to a urinary tract infection causing sepsis. The patient's family made the patient's code status "do not resuscitate and do not intubate". The patient's respiratory distress was treated with a bipap machine. The patient expired on (B) (6) 2010, due to respiratory distress. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. The reported patient effect of death, as listed in the product instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.